Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer's mother stated that she has been receiving no delivery alarm on her son's infusion sets. The mother stated that they went through a whole box. The customer stated that the alarm was resolved by a complete set change. The customer stated that the alarm occurred during manual prime. The customer was unable to troubleshoot during the time of call. The customer will be sent replacement reservoirs.